Manufacturer narrative:
The lot number for the malfunction was provided and a lot history review was performed. The device has not been returned for evaluation, however, medical records were provided. Per review of the medical records, the evaluation is confirmed for malposition of device, patient device interaction and difficult to remove. Based upon the available information, the definitive root cause is unknown. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model ec500j vena cava filter allegedly experienced patient device interaction problem, malposition of device and difficult to remove. This information was received from one source. This malfunction involved one patient with no consequences. The weight of (B)(6) year old female was not provided.